Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000,0 mcg/ml at an unknown dose via an implantable pump. The indication for use was not reported. It was reported that reported that the physician interrogated the pump, and logs showed: motor stall occurred on (B)(6) 2019 at 07:13 motor stall recovery occurred on (B)(6) 2019 at 19:44 motor stall occurred on (B)(6) 2019 at 04:26 the physician tried to restart the pump without success. The physician set the pump to minimum rate and turned off the alarm. The pump¿s status was ¿implanted ¿ out of service¿. Surgical intervention was planned but had not yet been scheduled. The issue was not resolved. However, the patient's status was alive - no injury. There were no environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The implant date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump was replaced, and the pump would not be returned as it was lost.